Manufacturer narrative:
Follow up #1 (05/20/2013)-device evaluation: the meter and test strips involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 ad (B)(4) 2013 respectively with the following findings: the alleged inaccurate reading was observed on the error log, but pa was unable to reproduce failure with control solution. In addition the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 at 3:30 pm. The patient reported obtaining a reading of "333 mg/dl" on the lfs meter. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date and time she became "light headed and passed out". The patient reported on (B)(6) 2012 after 3:30 pm, she was treated by emergency medical services (ems) with a glucagon injection. The patient reported she was unsure if a glucose reading was obtained by ems. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged inaccurate high reading, she took her usual dose of medication according to the reading, developed symptoms suggestive of severe hypoglycemia and required treatment from ems.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.